Event description:
Device 1 of 2. Ref. MFR. Report: 1627487-2013-18460. It was reported the patient experiences pain in his lower abdomen regardless of stimulation being on or off. The patient's physician does not believe the scs system is the cause of the patient's pain. The patient is to continue to follow up with his physician regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.